Event description:
The fse reported that the system would not power up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. This is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the frame grabber circuit board. The system operates as intended.